Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message (sf133) was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) indicating an incorrect peep valve pressure measurement. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device pneumatic block (pb) was returned to the resmed design facility for an extensive engineering investigation. Review of the device logs confirmed the occurrence of the system fault error message (sf133), however, performance testing was not able to reproduce the system fault. Internal inspection of the pneumatic block found contamination in the sensor seal which connects the peep motor and peep valve sensor. Based on all evidence and previous investigations of similar complaints, the investigation determined that the system fault sf133 was most likely due to the internal contamination of the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf133) indicating an incorrect peep valve pressure measurement. There was no patient injury reported as a result of this incident.